Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine (concentration and does unknown), indicated for non-malignant pain. It was reported that the patient¿s personal therapy manager (ptm) displayed code ¿8286,¿ indicating an empty reservoir on (B)(6) 2018. The patient was not due for a refill, the caller stated that they thought the patient was due for a refill in (B)(6) 2018. The patient had not recently had a refill. No patient symptoms were reported. The caller was to follow-up with a healthcare provider. No further complications were reported or anticipated.